Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting and a follow up contact from tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.